Event description:
Wearing a brace [brace user] case narrative: initial information received on (B)(6) 2023 regarding a solicited valid serious case received from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada study title: patient support program involving synvisc one. This case involves 62 years old female patient who was wearing a brace after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications, concomitant disease or risk factor and family history were not provided. On tuesday (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate injection (strength: 48mg/6ml) in the right knee 6ml 1x (once) via intraarticular route (lot - crsl030a and expiry date: (B)(6) 2025; indication: unknown). The patient did not know if she would be receiving another synvisc/synvisc-one injection since she was as of now wearing a brace (orthosis user; onset: 2023; latency: few months approximately). The physician said they would see later, no other information was provided. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Action taken: not applicable corrective treatment: wearing a brace. At time of reporting, the outcome was not recovered for the event. Reporter causality: not reported. Company causality: not reportable. Seriousness criteria: disability for orthosis user a product technical complaint (ptc) was initiated on (B)(6) 2023 for synvisc one (batch number: (B)(4)) with global ptc number (B)(4). The sample was not available and ptc stated: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii - (dp (B)(6) 23). The production and quality control documentation for lot # crsl030a expiration date (2025-06) was manufactured on (B)(6) 22 packaged 2498 singles was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # crsl030a no CAPA (corrective action preventive action) is required. As of (B)(6) 23 there is 4 complaints on file for lot# crsl030 and all related sublots. 4 complaints are on file for lot# crsl030a: (3) adverse event reports and (1) label issue. Sanofi will continue to monitor complaints and trending as ''product event handling'' to determine if a CAPA (corrective and preventive action) is required. The final investigation was completed on (B)(6) 2023 with summarized conclusion as no assessment possible. Additional information was received on (B)(6) 2023 from quality department: ptc details with summarized conclusion, suspect strength and expiry date added. Text was amended accordingly.

Event description:
Wearing a brace [brace user]. Case narrative: initial information received on 21-jul-2023 regarding a solicited valid serious case received from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case involves 62 years old female patient who was wearing a brace after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications, concomitant disease or risk factor and family history were not provided. On tuesday (B)(6) 2022, the patient started using hylan g-f 20, sodium hyaluronate injection in the right knee 6ml 1x via intraarticular route (lot - crsl030a, strength, expiry date, indication: unknown). The patient did not know if she would be receiving another synvisc/synvisc-one injection since she was as of now wearing a brace (orthosis user; onset: 2023; latency: few months approximately). The physician said they would see later, no other information was provided. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Action taken: not applicable. Corrective treatment: wearing a brace. At time of reporting, the outcome was not recovered for the event. Reporter causality: not reported. Company causality: not reportable. Seriousness criteria: disability for orthosis user